Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was a few milliliters of clear fluid that leaked onto the counter. The customer could not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified the baths were overflowing causing the leak. The customer was wearing personal protective equipment of gloves. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from a bath overflow; the waste pump was defective and it was replaced, resolving the leak. (B)(4).